Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced and the ps1 power supply was adjusted. The system was then found to be operating as intended.